Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e014302 decreased level of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, before the patient went to bed his bg level was 150 mg/dl (it was not specified if this was a cgm or bg meter value). During the night, the reporter heard the patient talking in his sleep. The reporter woke up and found the patient ¿starting to lose consciousness¿. The reporter checked the patient¿s cgm which was reading 255 mg/dl while the patient¿s bg meter reading was 37 mg/dl. The patient was wearing a tandem insulin pump. The patient¿s spouse gave the patient (2) glasses of orange juice as treatment and continued to test his bg meter reading every 5 minutes until he was at a ¿safe level¿; the patient¿s last bg meter reading tested was 101 mg/dl. The wearable was also replaced. The patient did not seek any assistance from a higher level of care. The patient was ¿fine¿ and his bg level was stable at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.